Manufacturer narrative:
Adverse event product problem: adverse event and product problem was selected due to analysis results identifying a break. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber does not exhibit signs of usage. The fiber is broken within the white tubing at 7.75 inches from control knob, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. Based on device analysis, the most likely cause of the fiber body break cannot be determined. An evaluation conclusion code of cause not established.

Event description:
It was reported that the prostate gland was reported to be very vascular and fibrous with mild/moderately enlarged median lobe and obstructing lateral lobe. There was no aim beam emitted by the fiber after set for use. Intraoperative bleeding with no coagulation bleeders was noted during the procedure and the patient was catharized, reason was not provided. The procedure was completed utilizing another fiber with no clinical consequences to the patient. No further information was provided.